Manufacturer narrative:
The initial reporter was contacted for additional information. No additional information is available. Device evaluation results will be reported when the evaluation is completed.

Event description:
Biomed stated that the nurse entered rate, but the rate changed at time infusing to the patient. The patient was reported to be ok as no complaints were filed. The biomed did not know what drug was used. He did check information in the pump's memory and could not find where the rate changed.